Event description:
The patient was found to have high impedance in pre-op. Additional information received noting that upon opening the patient, it was determined that the lead had become disconnected from the generator. The generator was replaced, and post-replacement testing showed all impedance values were within normal limits. The explanted generator was not made available for return. No other relevant information has been received to date.